Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed a black dot on the screen upon waking, with the user indicating the device might have been rolled on during sleep; the device was shut down per instructions and a replacement was arranged, with return shipping provided and guidance to complete startup on the replacement and to use the cgm app or receiver for glucose monitoring as needed. Symptoms included no adverse clinical effects. Outcomes included no impact to clinical status and no need for medical intervention. Investigation included remote assessment of the reported screen anomaly and verification of logistics for replacement and return. Investigation of this case revealed a damaged display consistent with physical stress to the screen, with functionality otherwise not assessed on site. Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.